Manufacturer narrative:
The investigation included a review of the data set provided by the customer and instrument data: the calibration results are within the specified ranges. The qc results are within the specified ranges. There was no indication of a performance issue with the reagent. The initial run's sample foam detection image shows film across the patient sample surface. The rerun image shows a droplet behind the tube wall when the film had burst. This can cause the probe's liquid level detection (lld) to trigger early, resulting in less sample aspiration. The alarm trace contained "sample foam detection", "abnormal aspiration (sample pipetter s1)", "sample probe: abnormal aspiration", "sample short", and "sample short s1" errors. These are indicators of possible poor sample quality. The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. Product labeling states, " warning messages foam, clots, films, or air bubbles - incorrect results may occur due to foam, fibrin clots, films, or air bubbles in reagents or samples. Avoid the formation of foam, clots, and air bubbles in all reagents, samples, calibrators, and qc materials." The investigation determined that the customer's actions (repeat measurement of the patient sample) resolved the issue. There was no indication of a device malfunction.

Manufacturer narrative:
The reagent lot number is 82412802, with an expiration date of 30-apr-2026. The field service engineer (fse) inspected the analyzer and performed mechanical, precision checks, and qc. The initial mechanical check had an invalid result. He then verified the rinse, sipper, and magnet adjustments and replaced the sipper. The repeat mechanical check was valid, and he further verified the analyzer's performance by valid precision checks and qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+b results from several patient samples tested on the cobas e 801 analytical unit. One example of discrepant results was provided: the initial result from the analyzer was 0.200 miu/ml. The repeat result from another e 801 analyzer was 4453 miu/ml. The initial result did not fit the patient's clinical picture and was not reported outside the laboratory. The repeat result was deemed correct.